Event description:
While drilling to place screws in the acetabular cup for a total hip procedure, the drill bit broke off into the acetabulum. The surgeon attempted to retrieve the broken drill bit but was unable to do so. Drill bit was stuck/secured.